Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under #p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a stent failed to deploy. The thumb wheel couldn't be rotated; the fast release slider also could not be moved. The whole system was removed and another stent of the same brand and type was placed successfully.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The condition of the returned device did not match the specific event description received. As reported, the thumb wheel as well as the fast release slider could not be activated. However, the condition of the returned device indicates that no attempt was made to deploy the stent. A guide wire patency test was performed. During this test, the guide wire became stuck at the proximal end of the delivery system at the luer lock adapter. Therefore, the event of a failure to advance the delivery system over the guide wire can be confirmed. Adhesive was found accumulated at the proximal end of the delivery system inside the guide wire lumen which led to a local inner diameter reduction and subsequent guide wire insertion difficulty. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. Adhesive that was found accumulated inside the guide wire lumen led to an inner diameter reduction and caused the subsequent guide wire blockage. Therefore, the event was identified to be manufacturing-related. The IFU states: "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." And "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." Also the IFU states: "if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used."